Manufacturer narrative:
The date of event was (B)(6) 2015. The exact day is unknown. The medical device expiration date is unknown as the lot number is unknown. Initial reporter, other occupation - director of infection control and employee health the device manufacture date is unknown as the lot number is unknown. Device evaluation: results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that when the nurse tried to activate the safety mechanism on the suspect device, the safety shield came completely loose from the syringe and she was stuck with the needle. She was sent to the emergency room for follow up. There were baseline labs drawn according to the hospital's protocol. Further follow up is scheduled for 6 weeks, 12 week, 6 months, and 12 months after the incident. The source patient was identified and the patient also had baseline labs drawn. The source patient's results were negative.